Manufacturer narrative:
Section h10: (h3) the revision reported was the result of dislocation which resulted in the subsequent discovery of the loosened humeral stem. The most-likely cause for the loosened humeral stem is aseptic loosening, but this cannot be confirmed as the implants were not available for evaluation and no additional first hand details were provided.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): adaptor tray, poly.

Event description:
As reported, approximately 8 years postop for the initial implant, this (B)(6) year old male patient's right shoulder was revised because he was dislocating. The humeral stem was found to be loose, a new stem was cemented in along with a thicker adaptor tray and poly. Devices not returning due to hospital policy. Patient now has a stable construct.